Event description:
Consumer called on behalf of their family member who became unconscious not long after testing. Plink was reading higher than other meter, adjusted insulin and when ambulance arrived, they had to administer glucose gel to bring up their levels.